Manufacturer narrative:
The insulin pump was received with intermittent buttons due to flattened esc, act, express, and down arrow dome switches (no crease). There were no button error alarms noted. There was also no display ramping on its own anomaly noted. The pump was received with a cracked case at the display window corners and a minor scratched display window.

Event description:
The customer reported via phone call that he had a button error alarm on the insulin pump. Customer's blood glucose was 128 mg/dl at the time of the incident. Customer stated that the screen started jumping from one screen to another and he is unable to bolus. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.